Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel, which was oversensed and resulted in inappropriate shocks to the patient. There were also low pacing impedances of less than 200 ohms noted which started approximately four months ago, along with noise, oversensing, inhibition of pacing and inappropriate anti-tachycardia pacing (atp) at that time. The physician elected to continue monitoring the patient at that time since the patient was not pacemaker dependent. Shock impedances were noted to be normal. Boston scientific technical services (ts) discussed the option of dropping in a new rv rate/sense lead and testing the lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the rate/sense portion of this lead was surgically capped and replaced. No adverse patient effects were reported.